Manufacturer narrative:
Philips service replaced the geo pc and reloaded the software. This report was submitt(B)(4).

Event description:
It was reported to philips that motorized movements were unavailable due to a defective geo pc on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.